Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted the pacemaker exhibited a rate increase after the start of the patient's third radiotherapy. The physician believed that the rate response resulted in the pacing rate to increase. Programming changes were made. There were no patient consequences.